Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the lead would not advance into the appropriate branch. There are no plans at this stage to implant a new lead. The patient's anatomy made the case very difficult. The patient remained stable during and post procedure. The lead was not used. .